Manufacturer narrative:
Concomitant medical products: product ID 3531, serial# (B)(4), product type: external neurostimulator. (B)(4).

Event description:
The consumer reported stimulation in the wrong location. The trial started (B)(6) 2015. Toward the end of the week, the patient began to feel stimulation toward the left side of her tailbone. The patient was on the right side and had never switched to the left. During the trial, the patient was doing pretty well and was not waking up at night. Additional information from the consumer reported that she did not know what led to the stimulation towards the left of her tailbone. All she knew was that she started feeling the flutter on the left side after a few days. That was when she was pleased with the way it was working. She reported the fluttering on the left side to the manufacturers' representative, the nurse at the hospital and the surgeon because she was wondering if it worked better on the left side. She thought the wire may have moved. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. If new information is received, a follow up report will be sent. Omitted information about permanent implant- see split request.

Event description:
Additional information received from the patient reported that the last three days of the week after the trial procedure, the results were very good. That was when she was feeling the fluttering on the left side of her tailbone instead of the right. She had a permanent implant on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that stim was hurting when she was on the left side but the manufacturers¿ representative (rep) told her he was making adjustments to the right side. The patient¿s left knee buckled and she almost fell and the rep said they must have gotten the wires mixed up. The patient did not know what the rep meant. The last 3 days of the trial were great. She had better than a 50% reduction and it was like she was before she ever had urinary problems.